Manufacturer narrative:
Age at time of event: it was reported the patient was an adult. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The spectrum iq operator's manual outlines instructions to resolve an "air-in-line!" Alarms, which includes opening the door to assess the line and removing the air if necessary. The alarm cannot be overridden. Additionally, dependent on size, smaller bubbles are counted toward accumulated air and the pump will alarm when greater than one milliliter of air is detected within 15 minutes at normal temperatures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient therapy with a spectrum iq infusion pump, an air in line alarm was generated. It was reported that the pump is "extremely sensitive" and detects even the smallest "champagne" bubble. The nurse stopped the infusion and removed the tubing to inspect for air. The interruption of therapy resulted in a drop in the patient's blood pressure. The patient was treated with an additional ¿3rd pressor¿ and the titration was increased to maintain adequate blood pressure. At the time of this report, the patient was recovered from the event. No additional information is available.